Manufacturer narrative:
This MDR is submitted retrospectively following an internal review and updated best practices in the reporting criteria. The user reported discrepancies between bg and sg readings. Escalation analysis indicated that the observed discrepancies were consistent with situations in which estimated sg values provided by the eversense app were entered as calibrations instead of true bg values. The user was advised to enter only blood glucose meter values obtained via fingerstick when calibrating, as use of estimated values or other sources may affect system performance and to enter calibrations when glucose trends were not changing rapidly. Further follow-up with the user was not possible as the user remained unresponsive to multiple communication attempts, and the information could not be relayed. As per the data management system (dms) review, the system remained in active use with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.